Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right reverse total shoulder. Guide pin would not fit through the guide. No adverse consequence to the patient and no delay.

Manufacturer narrative:
An event regarding non functional involving a baseplate centering guide right was reported. The event was confirmed. Device evaluation and results: a functional inspection was conducted with the returned baseplate centering guide right and pilot wire (cat no. 5901-1119, lot sc17155t) from inventory. The pilot wire will only pass through the hole of the guide with a small amount of rotation. This confirms the failure mode and the device is non-functional. Consultation with the mar group concluded that the returned baseplate centering guide left had debris in the inner diameter of the hole; medical records received and evaluation: not performed as no medical records were returned; device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies; complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the failure of the device was due to debris and deformation within the inner guide hole which most likely occurred during use of the device.

Event description:
Right reverse total shoulder. Guide pin would not fit through the guide. No adverse consequence to the patient and no delay.